Manufacturer narrative:
Updated initial reporter to (B)(6) as information from the field was received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right atrial (ra) channel. Technical services (ts) suspected this to be related to insulation degradation, but the cause has not been determined. Ts provided reprograming options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right atrial (ra) channel. Technical services (ts) suspected this to be related to insulation degradation, but the cause has not been determined. Ts provided reprograming options. This lead remains in service. No adverse patient effects were reported.